Manufacturer narrative:
The reported event of helix retracted without manipulation with locking tool attached to the lead was not confirmed. As received, a complete lead was returned in one piece with the helix locking tool. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies. After cleaning blood/tissue from the helix and applying torque to the connector pin using the helix locking tool, the helix could be extended and retracted. The full helix extension length was measured within specification. The helix locking tool test was performed, and torque was preloaded using the helix locking tool. With the helix locking tool attached, the lead body was rotated counterclockwise, and the helix did not retract. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant procedure, the helix of the right ventricle (rv) lead retracted without manipulation. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.